Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated and the programmer can't find the ICD message was noted. When the device was checked the week before everything was fine. The device was in back-up vvi mode alert was received via a merlin.net transmission. It was suspected that the cause for not being able to interrogate was bvvi. All 10 telemetry test attempts were successful. Device firmware was downloaded, wrote back data and programmed to nominal settings. Device remains implanted.